Manufacturer narrative:
Device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the suture were not attached to the angio-seal device. The patient was stable and the pulses were good. Additional information was received on 6/15/18: it was reported that they were treating peripheral vascular disease. The doctor said when he went to pull back the device he noted the suture was not attached. The doctor quickly grabbed the suture and manually tightened it down. Hemostasis was successfully achieved by the angio-seal once the doctor manually tightened it. There was no reported blood loss. The procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide to correct adverse or product problem section and to provide the completed investigation results. In the initial report adverse event was advertently selected in the adverse or product problem section instead of product problem. One 8fr angio-seal evolution was received for product evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis. The hemostatic sheath was mated with the deployment sleeve that was in the rear lock position with the color bands fully exposed. 3.785" of the tamping tube was exposed as measured. The tamping marker was fully exposed on this section of the tamping tube. There was no portion of the suture visible. The button was stiff. The upper handle was then removed from the lower handle. There was no suture attached to the spool in the gearbox assembly. The gearbox was then removed from the lower handle and rotated. When the gearbox assembly was rotated, the suture stake fell out of the hole in the spool. The suture stake measured 0.099" in length and 0.058" in outer diameter. The outer diameter was within the specification. The inner diameter of the hole in the spool measured 0.060" which is within the specification. Based on the returned device, the complaint could be confirmed for suture detachment. The definitive cause of the suture detachment could not be determined. The suture stake met specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.